Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure and the customer restarted the device to continue the procedure. The customer reported that there were no geometry movements. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The issue has been resolved after restarting the device about half an hour by the customer and system is in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the geometry movement would not work. There was no reported patient or user harm. The device was in clinical use at the time the issue occurred. Philips has started an investigation of this complaint.